Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that when the device was plugged in and turned safety off, didn¿t do anything. Then unplugged and tried again it would start then stop, it eventually did it enough to finish the case that we were in and no injury was occurred. Tried the machine after cleaning and it did the same. The light on the box was flickering also. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. It was noted the device has not been regularly returned for recommended annual pm. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.